Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Trial basket 46mm out of trident hip tray was stripped.

Manufacturer narrative:
The device was not returned so no inspection was possible. No further medical information was requested as it is believed patient factors did not play a role. Device and complaint history review could not be performed as the manufacturing lot code of the complaint device is not known. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened. The reported event regarding stripped threads involving a trident acetabular trial was not confirmed.

Event description:
Trial basket 46mm out of trident hip tray was stripped.